Manufacturer narrative:
The product has been returned and evaluated by product analysis on with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed.if lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay user/patient contacted lifescan (B)(4) alleging that his onetouch verio2 meter read inaccurately erratic. The following complaint was classified based on information obtained from the customer service representative (csr) documentation. The patient stated that the alleged product issue began on (B)(6) 2015 at 9:32pm. The patient stated that he obtained the results of "21.9, 13.5 and 13.8 mmol/l" using the subject meter, all results taken within 20 minutes apart from each other. Based on statistical methodology, the calculated difference of these glucose results exceeds the expected value of less than or equal to 20%. The patient manages his diabetes without the use of diabetes medications. The patient stated that he took 0.5 mg glimepiride on (B)(6) 2015 at 9:35pm in response to the alleged product issue. The patient denied that he developed symptoms and he did not receive treatment. The patient denied that his blood glucose was tested using another device. At the time of troubleshooting, the csr noted that the test strips had not expired or been open for longer than the discard date, the test strip vial was not cracked or broken, the patient did not have control solution available to perform a walk-through test, the patient was using the correct testing technique, the subject meter was set to the correct unit of measure setting and the patient was using an approved sample site. Replacement products were sent to the patient. Based on the information provided, this complaint is being reported due to the following conclusion(s): there is no indication that the subject meter caused or contributed to a serious injury. The patient did not develop symptoms and he did not receive treatment for a severe high or low blood glucose excursion. The alleged product issue was not resolved with troubleshooting.

Manufacturer narrative:
The product has been returned and evaluated by product analysis with the following findings: the test strips passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.